Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 3 fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The inspection demonstrated that the proximal ring electrode of the atrial dipole was found covered in calcified tissue residuals. In this region at approximately 14 cm proximal to the tip, the calcification led to excessive mechanical stress, which had impact on the maneuverability of the lead, causing an insulation damage. Calcifications are known to cause low sensing and high thresholds and is thus assumed to be the root cause of the clinical observations. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to low sensing and elevated thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.